Event description:
The patient experienced high power and pump stoppages when connect to the power module. The system controller was exchanged and the issue was resolved.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.